Event description:
Additional information received from the hcp reported that the patient was treated with IV and oral antibiotics, but an infection was never concerned. The patient outcome was unknown as she still complained of symptoms.

Event description:
The patient developed two infections since implant. With the second infection she experienced pain over ins, redness over the scar, swollen and sensitive to touch. She had a fever and did not feel good. She had programming adjustments yesterday. She had a lot of nausea and her stomach "blew up as if she was 6 months pregnant". Her stomach has not blown up like that since before she had the device implanted. She had a CT scan 1.5 months ago due to her intestine was distended, was 2 feet too long, and was twisted. No blood was going to it and her bowel was obstructed. She was going to have an ultrasound to determine the cause of the nausea and sickness. Additional information has been requested.

Manufacturer narrative:
Lead model 435135 (B)(4) implanted: 2011-(B)(6) explanted: lead model 435135 (B)(4) implanted: 2011-(B)(6) explanted:. (B)(4).